Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center for damage to the bending section. Which is not an MDR reportable failure. However, MDR reportable failures were found during testing at the service center. The adhesive was chipped at the bending section, adhesive was chipped at the objective lens and adhesive was chipped at the light guide lens. There was no patient involvement.